Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
The patient had recurring staph infection. The implants were explanted and antibiotics and cement spacer implanted to allow patient to clear infection.

Manufacturer narrative:
Correction - h6 (results code, conclusion code) the reported event could be confirmed, since images provided do show the implants had been removed and an anti-biotic spacer was placed. However, it was noted that the patient went into the ocean shortly after the primary surgery, before the wound had completely healed. The patient has had the antibiotic spacer since and information obtained indicates the patient has cleared the infection. Based on the information provided and the results of the investigation, the root cause was attributed to a patient related issue. The infection was caused by the patient swimming in the ocean prior to the surgical wound completely healing. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The patient had recurring staph infection. The implants were explanted and antibiotics and cement spacer implanted to allow patient to clear infection.